Event description:
Revision completed due to patient suffering a dislocation. After the surgeon opened her up, he noticed that the poly liner disassociated from the shell. There was loosening of the poly liner. Doi: (B)(6) 2013. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. The x-ray image denoted that femoral head is having contact with cup's inner face which is subsequently to disassociation event. This, caused by the highly probable liner's rim/edge deformation. However, a dislocation event cannot be confirmed as poly liner remains mispositioned on the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.